Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error code (diagnostic code 1102). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator displayed a "check vent: primary alarm failed" error code (diagnostic code 1102). The se reported that the issue was confirmed at the repair center, and the code was also logged in the event log. The se replaced the speaker (number one) to resolve the issue.

Manufacturer narrative:
The suspected speaker was returned to philips for evaluation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified by a temporary install of the suspect speaker into the pil standard test bed (stb) that there was no repeat of any error codes during the stb operation. In addition, the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The suspect speaker¿s accusation has resulted in no problem/fault found. The suspect speaker operates as designed.".